Event description:
On the morning of (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 300mg/dl and had excessive urination with small to moderate ketones. The reporter stated whenever the patient uses the pump; the patient¿s bgs have been over 240mg/ml within a 4 to 6 hour period. The patient reportedly was treated with a correction injection and the patient¿s bg went down to a range of 75mg/dl to 100mg/dl. The reporter believed there was an issue with the pump. The reporter denied having issues with the site/set or cartridge. Customer support (cs) reviewed the pump; the pump was found to be delivering and the patient was receiving insulin. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due the allegation, there may have been an issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the last basal delivery was on 07/18/2013 and the last bolus was on 07/17/2013. A review of the daily insulin delivery totals shows pump was delivering accurately up until the last date used by the patient. The tdd¿s were found to correctly reflect the user's programmed basal rates. There were no alarms related to the compliant recorded in black box or alarm history, only typical usage alarms and warnings were observed. A 29hr flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. Unable to duplicate complaint during investigation process. There was no defect found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, supplemental report will be filed. No conclusion can be made at this time.